Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been returned to the manufacturer for analysis.

Event description:
Medtronic received information regarding a navigation system. It was reported that outside of a procedure while testing, the system was not receiving exams from the imaging system. The imaging system would successfully verify the navigation system, and it got all green lines of communication, and could also ping back and forth successfully. The site verified that the ip addresses did match. The imaging system pushed the exam, but the navigation system never indicated that it was receiving it. There were no updates to the patient list. No further troubleshooting could be performed because the or needed the system while on the phone with technical services. Navigation connection had no impact on behavior for this system. There was no patient present.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated. Representative reported that the navigation system was receiving exams from imaging system. The system then passed the system checkout and was found to be fully functional.